Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00602. It was reported that when the pacer dependent patient presented at a follow-up in-clinic, lead noise was observed on both the right atrial and right ventricular leads. The noise was reproducible. The right ventricular lead was explanted and replaced while the right atrial lead remained implanted and monitored. The patient was stable before and after the procedure.

Manufacturer narrative:
A partial lead with connector portion measuring 7.0 cm and distal portion measuring 48.5 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.